Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the available documentation, the ceramic insulation at the distal end of the resection sheath was broken. Also, it was reported that the resection sheath had been inspected before the procedure and that there was a crack visible. Nevertheless, the procedure was started. As clearly stated in the instructions, the product has to be visually inspected before use. It has to be ensured that it has no signs of wear, no damage or distortion of the distal end and no damaged insulation. Furthermore, it is pointed out as a warning note that impact, fall, shock or similar stress can result in damage of the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged as otherwise this can cause injuries of the patient and/or user. Therefore, this event/incident was attributed to use error. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead, a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during an unspecified therapeutic procedure at an unknown date, the ceramic insulation at the distal end of the resection sheath broke. It is uncertain whether the ceramic insulation just broke or broke off inside the patient. It was reported that the resection sheath had been inspected before the procedure and that there was a crack visible. Nevertheless, the procedure was started. No further information was provided but there was no report about an adverse event or patient injury.